Event description:
It was reported that during a lap cystectomy procedure, the gas port broke off. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 08/06/2008. Information anticipated, but unavailable at this time.